Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter for treatment of a lesion in the ostial rca. The balloon was inflated without issue but during deflation, the physician experienced difficulties. An attempt was made to deflate the device with an endoflator/syringe. This was unsuccessful so the balloon was advanced to the guide catheter and removed while still inflated. The procedure was completed without any further issue. There was no patient injury and no clinical sequelae were reported. There was no abnormalities noted during prep/inspection prior to use. Evaluation summary: the balloon bond was stretched. The balloon was partially inflated. It was not possible to inflate/deflate the balloon. The distal tip was pulled into the distal cone of the balloon.

Manufacturer narrative:
(B)(4). Results: root cause could not be determined - limited information available.